Event description:
False negative result reported by inv rep. No add'l info is avail.

Manufacturer narrative:
Returned devices testing pending. Retention samples: the retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 mins read time. The 100miu/ml, 10iu/ml and 213.2iu/ml and 213.2iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Probable root cause: the urine hcg level always lower than serum as the urine sample is more likely influenced by many factors. If the pt drinks too much water which will dilute the urine before the test, the urine may not contain rep levels of hcg and a false negative result may be obtained. Conclusion: the retention strips meet qc spec. No false negative result was observed. So this complaint is not confirmed.